Event description:
In 2008, the patient's trainer called for assistance with removing and air bubble from the insulin cartridge. She stated that she had performed 2 primes and was not able to remove the air. She verified that the insulin was at room temperature and she was priming with the infusion device in the upright position. She performed 2 more primes and was not able to remove the air bubble. She was advised to insert a new insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.